Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 15 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿we have had an incident where one of our intensive care unit (ICU) nurses (the only bedside staff who were trained on cortrak) insert one into a med-surg patient. They left the stylet in place, did not communicate this with the med-surg nurse, and then the patient wound up going to have an MRI with the stylet still in place. The patient is fine¿no adverse effects so far. The communication issue is of course something we will address¿ I looked back at the skills checklist, and it looks like we are supposed to leave the stylet in place until after x-ray.¿

Event description:
Per additional information received on 15jul2024, it is unknown how long the tube was in place for. ¿the consensus is that the cortrak was in place for 30-45 minutes prior to MRI. The nurse was waiting on the kidney, ureter, and bladder x-ray (kub) read before securing the nasogastric tube.¿ the intensive care unit (ICU) nurse went to med surg to secure the cortrak. The ICU nurse was told by the primary nurse that the patient was in MRI. The ICU nurse escalated the concerns to the nurse manager (nm). According to the MRI tech, the patient was pulling at the nasogastric tube. The patient was confused. Upon discovering that a patient was transported to MRI with the cortrak stylet in place, the nm went to assess. The nasogastric tube was (almost) completely removed. The nm removed the remaining 15 cm, tip and tubing was intact. The nm discarded the cortrak tube and stylet. Provider was made aware -no signs of injury observed. X-ray was performed to confirm placement prior to patient receiving an MRI. ¿

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d2a. All information reasonably known as of 13 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Based on the customer comments "stylet being left in tube after cortrak placement and then patient being sent to MRI with stylet still in place"; this event seems to be a non-production related incident. Per IFU features stated the following, MRI safe (with stylet removed, MRI: = 3 tesla). All information reasonably known as of 08 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.